Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage post deployment occurred. The target lesion contained thrombus and was located in the proximal to mid right coronary artery (rca). An unspecified thrombectomy catheter was advanced over a non-bsc guide wire. The physician attempted to extract the thrombus and then decided to place a non-bsc protection wire. A 4.00x16mm promus element plus drug eluting stent was deployed. The stent was postdilated with a 4.5x8mm nc quantum balloon and a 5x12mm nc quantum balloon. The physician then attempted to remove the non-bsc protection wire and encountered resistance at the proximal edge of the previously implanted stent. An unspecified buddy wire was advanced past the proxial end of the stent and the protection wire was able to be retrieved with the retrieval system. Angiographic images revealed a radiopaque area in the proximal area of the stent with very minor stent deformation. No actions were taken to treat the stent deformation as the physician was unsure what it was. After consultation with a partner, it was agreed that it was stent deforation. The physician did not feel anything needed to be done to treat the area and elected to leave it alone. No patient complications were reported and that patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).